Event description:
It was reported that the gastrointestinal videoscope had poor visibility and noisy/flickering image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1 : (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified: foreign matter was present inside the nozzle. A root cause could not be identified. Based on the results of the investigation, the most probable root cause of the image issue was due to a circuit board failure inside the scope connector (component failure due to stress of repeated use, external factors, or handling). The foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.